Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. The product will be tracked and trended to determine any additional actions. Additional part used: glidescope® avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using the avl monitor with lopro s3 gs titanium su blade, the image would flicker and delayed intubation an unknown amount of time. No use of a back-up device was used. No harm to patient or user was reported.